Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that during the stent graft deployment procedure, the stent graft allegedly partially deployed. Reportedly, the delivery system was removed without incident and replaced with another in order to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing related cause was considered, but as no sample was returned, a manufacturing related deficiency could not be verified. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. There was no relevant manufacturing process changes implemented that could have led or contributed to the reported event. No additional complaints have been reported for this lot number previously. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no images and no physical sample were provided for evaluation. As a result of the investigation performed and as no sample was returned the complaint was inconclusive. Based on the available information, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the preparation the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment."

Event description:
It was reported that during the stent graft deployment procedure, the stent graft allegedly partially deployed. Reportedly, the delivery system was removed without incident and replaced with another in order to complete the procedure. There was no reported patient injury.